Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00607: case 2.

Event description:
Article: the clavicle trial - a multicenter randomized controlled trial comparing operative with nonoperative treatment of displaced midshaft clavicle fractures; ahrens, philip m., frcs; garlick, nicholas I., frcs; barber, julie, phd; tims, emily m., msc and the clavicle collaborative; j bone surg am. 2017; 99:1345-54 . Case 1: patient experienced surgical failure following implantation of an acumed clavicle plate; the patient underwent revision surgery.